Event description:
Event description guidant received information that this transvenous atrial pacing lead exhibited a pacing impedance of greater than 3000 ohms. There was loss of capture in the atrium, noise was present on the atrial channel, and p-wave measurements had dropped to 0.6mv.